Event description:
It was reported that approx two months after the catheter was indwelled in the 3 year old female pt, the user found blood leaking between the extension line of the proximal lumen and its injection hub. As a result, the catheter was removed from the pt's right subclavian vein and replaced with a new one. The catheter was inserted early (B)(6) 2011 and the removal date was (B)(6) 2011, the day the leak was found. The catheter was pulled when the 3 year old pt was playing in the play room about a week before the event occurred. It is unk if the proximal lumen was being used for infusion or being heparin locked at the time the event occurred. The blue box clamp was used as a secondary suture site. There was no pt death, injury or complications. No medical/surgical intervention was required. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.